Event description:
During preparation they found the device was split out of the package. The physician completed the procedure with another stent removal device with no patient complications, and the patient is fine.

Manufacturer narrative:
A visual inspection of the returned device found the distal tip of the sheath is split. There is a 12 mm long split in the tip of the sheath. The split has allowed one of three prongs of the device to open up and not close with the other two prongs when the handle is functioned.